Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 6277997, medical device expiration date: 2018-03-31, device manufacture date: 2016-10-03. Medical device lot #: 6228897, medical device expiration date: 2018-02-28, device manufacture date: 2016-08-15. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hangup with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using a bd vacutainer® sst¿ ii advance plus blood collection tube, there was a ¿red cell hang up¿. This has a potential for erroneous results. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that while using a bd vacutainer® sst¿ ii advance plus blood collection tube, there was a ¿red cell hang up¿. This has a potential for erroneous results. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information: a DHR review was conducted, and no issues were identified.